Event description:
The facility's biomedical technician reported an infusion pump with failure code 9. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, age of patient, medication involved or the set up of the infusion device. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was provided.